Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for low blood glucose. No blood glucose reading was reported. The customer stated she may have programmed too much insulin for a bolus and that may have caused the low blood glucose. The programming was reviewed and it was correct.